Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead did not have a suture sleeve. An additional slit suture sleeve was provided and the lead was implanted successfully. The patient was in stable condition.